Event description:
It was further reported that the crt-d was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the remote monitor transmissions have all had a message of ¿no data has been collected¿. It was noted that there was electrograms (egm) on the remote monitor prior to the patient having a cardioversion but none after the cardioversion. An in-office wireless telemetry does provide the electrograms (egm). It was confirmed that the device is not recording the egm and there is no indication for why this is occurring. It was noted that the cardioversion didn¿t cause the egms to go away. The device appears to be struggling with collecting the egms during the atrial tachycardia/atrial fibrillation (at/af) episode that led to thecardioversion. It was also noted that the patient was appropriately treated with anti-tachycardia pacing (atp) for ventricular tachycardia (vt) but the atp channel markers were not present as well as no egm. It was noted that the workaround was attempted twice and after the first attempt, the device could not be interrogated non-wirelessly. After the second attempt the device was able to be interrogated again wirelessly but the egms were still not present. The egms was shown when programmed wireless. The egms were able to see non-wirelessly but the work around of changing the three data collection criteria and then changing them back did not work. It was also noted that stored episodes have excessive pages of marker channel with no egm. That happens because all of the memory space that is allocated for egm storage gets filled with marker data instead of egm data. It was noted that the atrial tachycardia/atrial fibrillation (at/af) episode had seventeen pages of marker channel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were no electrograms (egm) during an in-clinic interrogation of the cardiac resynchronization therapy defibrillator (crt-d). Wireless telemetry was turned off in order to retrieve an egm. Instructions to maintain an egm once telemetry was turned back on were provided; however, the instructions reportedly did not work. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the crt-d encountered the egm not populating during a cardioversion procedure. It was also reported work around steps were performed that were not successful with providing egms during wireless telemetry session and it was noted that wireless interrogation post programming workaround, the device could not be interrogated. A review of device data confirmed that the issue is due to crt-d egm storage issue.